Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and after several attempts for addtional information, a follow up report was filed. The device was evaluated by a third party service center and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. Repeated attempts to have the device evaluated were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.